Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lips and oral commissures with juvéderm® volbella¿ xc. Three months later, the patient had a dental cleaning. Four days later, the patient first noticed that they bit the corner of the left oral commissure and that started ¿swelling up.¿ a few days later, the right upper lip started ¿swelling,¿ and there were ¿nodules¿ in both areas. The left side of the upper lip then began to ¿swell.¿ when the patient massaged the upper lip, the nodule was ¿tender.¿ the patient was advised to use ice, heating and massaging. The patient was then put on a medrol dosepak within a couple of days that helped. The nodules then returned. The patient was then started on an antibiotic and later experienced ¿hard nodules¿ on the lower left area. Event is ongoing.